Manufacturer narrative:
Additional information: upon follow-up, it was reported that the cause of peritonitis was unknown. On the same day as the event onset, the patient was treated with vancomycin (1gram, per day, route and duration not reported) and cefatzidime (2 gram, per day, route and duration not reported) for the event. A day after the event onset, dose of ceftazidime was reduced to 1 gram per day. Three days after the event onset, treatment with ceftazidime was discontinued. Ten days after the event onset, treatment with vancomycin was discontinued and the patient had recovered from the event of peritonitis and symptoms of abdominal pain and cloudy effluent. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis manifested by abdominal pain and cloudy effluent. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the event. The patient was treated with ceftazidime (1 g) ip and oral ciprofloxacin (500 mg) for fifteen days. At the time of this report, the patient has recovered from the event and pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.